Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 29-sep-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5 mg/ml morphine at 1.4 mg/day. The reason for use was not reported. It was reported that there was a lack of therapy and increased pain, which started on (B)(6) 2019. Environmental/external/patient factors that may have led or contributed to the issue included during revision surgery scar tissue was discovered in the connector preventing drug flow. Diagnostics/troubleshooting included a catheter study was done, but there was no flow. Interventions/actions that were taken to resolve the issue included a catheter revision was performed. The issue was resolved at the time of this report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.